Manufacturer narrative:
(B)(4). Device 1: s/n (B)(4), manufacturing date: 08-29-2020. UDI: (B)(4). Device 2: s/n (B)(4), manufacturing date: 08-31-2020. UDI: (B)(4). The complaint mr850 are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of two mr850 respiratory heated humidifier was not functioning properly. There were no reported patient involvement.

Manufacturer narrative:
(B)(4) section d4: device 1: s/n (B)(6) manufacturing date: 08-29-2020 UDI: (B)(4) device 2: s/n (B)(6) manufacturing date: 08-31-2020 UDI: (B)(4)method: the complaint mr850 respiratory humidifiers were received at the fisher & paykel healthcare (f&p) regional office where they were inspected by a trained f&p personnel. The devices were performance tested and the audible alarm were checked. Results: performance testings revealed that the audible alarm of the mr850 respiratory humidifiers were not working. Conclusion: we are unable to determine what may have caused the reported failure. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of two mr850 respiratory heated humidifier was not functioning properly. There were no reported patient involvement.